Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion procedure at l3-4 using an interbody cage packed with rhbmp-2/acs. Post-operatively, patient sustained injuries including pain, emotional distress, and mental anguish. No additional information has been provided at this time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010: patient presented with following pre-op diagnoses: severe adjacent level spinal stenosis at l3-4. Unstable spondylolisthesis, degenerative, at l3-4. For which, patient underwent following procedures: posterior spinal fusion at l4-5, found to be solid. Extend the posterior spinal fusion to l3-4. Instrumentation of l3- left iliac crest bone graft supplemented with a large rhbmp-2 and local bone graft. Tlif procedure at l3-4 on the left. Cage, l3-4, left, 12 x 30 millimeters. Smith- peterson osteotomy at l3-4. Per op notes, surgeon took a 1.5 milligram dose of rhbmp-2 and placed it in the disc space, followed by 3 ml of autograft. Once this was done, a 12 x 30 mm titanium cage was taken and was filled with a 1.5 mg dose of rhbmp-2, followed by autograft. It was placed in the disk space, tapped from left to right toward the midline and then tapped anteriorly after it was rotated around. An ap and lateral x-ray showed good lordosis and restoration of the disc space height. Surgeon then took the remaining rhbmp-2 sponge and tubularized around autograft. This was placed in the right gutter away from the laminotomy site and basically filled up this area quite well. Following this, rhbmp-2 sponge was placed on the lateral transverse processes at l3-4 on the left, followed by backfilling using copious local bone graft. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.